Event description:
The patent reported that the pump suspended insulin delivery without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient reported that the pump suspended insulin delivery without user intervention. The pump is designed to emit an audible alert when placed into "suspend" mode. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.